Manufacturer narrative:
Preliminary analysis of the returned device showed damages that most likely resulted from the external defibrillation shock.

Event description:
On (B)(6) 2015, the device could not be interrogated with two different programmers. There was no response upon magnet application. It should be noted that the patient had received a shock few hours before, following an arrhythmia. An investigation was required.

Event description:
On (B)(6) 2015, the device could not be interrogated with two different programmers. There was no response upon magnet application. It should be noted that the patient had received a shock few hours before, following an arrhythmia. An investigation was required.

Event description:
On (B)(6) 2015, the device could not be interrogated with two different programmers. There was no response upon magnet application. It should be noted that the patient had received a shock few hours before, following an arrhythmia. An investigation was required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).